Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2020-01976, 3005168196-2020-01977, 3005168196-2020-01978, 3005168196-2020-01979.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using ruby coil lps, a ruby coil detachment handle (handle) and a non-penumbra microcatheter. During the procedure, the physician could not detach a ruby coil lp using the handle. Therefore, the ruby coil lp was manually detached. The same issue occurred while attempting to detach two subsequent ruby coil lps with the same handle. These coils were manually detached, and the handle was no longer used. Next, another ruby coil lp would not advance from its initial position within its introducer sheath. Therefore, this ruby coil lp was removed. The procedure was completed using the same microcatheter and by manually detaching two additional ruby coil lps. There was no report of an adverse effect to the patient.